Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had low blood glucose that was 41 mg/dl. Customer did not get an alarm. Customer stated that it should have alarmed when his blood glucose crossed 65 mg/dl. Customer treated with food and ate sugar and 1 glucose tablet. Customer stated that his lows feel much lower when he's asleep than when he is awake. Customer almost had a seizure and was shaky and sweaty. Customer's blood glucose was at 105 mg/dl when he went to bed. Customer stated that the trend was going down and he lowered his basal. Customer performed a self test and passed. It was found that the customer had an alarm when his blood glucose was at 60 mg/dl and when he was at 48 mg/dl. Customer was explained that he may have not heard the alarm because his blood glucose was so low. Customer repeated the steps for the pump to alert him and said that he would figure it out himself.